Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. The customer¿s blood glucose was 238 mg/dl. Customer stated that his buttons would take up to 5 presses before it responds. Customer stated that time clock was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.